Event description:
The customer reported that there was an intermittent iris potentiometer error. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The iris potentiometer was replaced during the service call. The system was tested and found to be working as intended and put back into service.